Manufacturer narrative:
The device returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the scope wash tubing was missing from the c-ring assembly and not returned. The returned portion of the c-ring assembly was inspected under a microscope; the washer tube displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the washer tube assembly. Based upon the evaluation results, the reported complaint was confirmed for washer tube fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 broke as the device was being pulled out of the patient. A piece fell inside the patient; however, the piece was retrieved. A replacement device was used to complete the procedure. The hospital did not report any add'l patient effects.